Event description:
It was reported that the patient underwent successful stent assisted angioplasty of the tortuous and 80% stenosed vertebral artery (va). No clinical consequences were reported on the day of the procedure. However, it was reported that 24 hours post the index procedure, the patient died. The physician believed that due to the length of the procedure an intraoperative vessel thrombosis may be the cause of the patient's death.

Event description:
It was reported that the patient underwent successful stent assisted angioplasty of the tortuous and 80% stenosed vertebral artery (va). No clinical consequences were reported on the day of the procedure. However, it was reported that 24 hours post the index procedure, the patient died. The physician believed that due to the length of the procedure an intraoperative vessel thrombosis may be the cause of the patient's death.

Manufacturer narrative:
Refer to manufacturing records 2939204-2012-00224 for the gateway balloon catheter, 2939204-2012-00225 for the transend guidewire and 2939204-2012-00226 for the excelsior microcatheter used during the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specification nonconformance. In addition, there is no indication that the wingspan device malfunctioned. However, vessel thrombosis and patient outcome of death are known anticipated complications to these types of procedures and are listed as such in the device directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.